Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - mobile - system 1, serial number ¿ (B)(4). (B)(6) - aviva connect - system 2, serial number ¿ (B)(4).

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 17 mmol/l on mobile meter (system 1) and 8 mmol/l on aviva connect meter (system 2). No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.